Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial intrinsic amplitude was out of range. The presenting electrogram shows an atrial arrythmia in progress with significant undersensing of atrial fibrillation. The atrial sensitivity is currently programmed to a fixed output. Other lead measurements are stable. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: requests were submitted to the field to obtain additional information regarding this event. At this time, no further details have been provided. Should any pertinent information become available, a supplemental report will be provided.

Event description:
It was reported that the right atrial intrinsic amplitude was out of range. The presenting electrogram shows an atrial arrythmia in progress with significant undersensing of atrial fibrillation. The atrial sensitivity is currently programmed to a fixed output. Other lead measurements are stable. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative provided further information that the patient was reviewed by dr. Mau who was satisfied with the device settings as they are. They will continue to monitor the patient routinely.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial intrinsic amplitude was out of range. The presenting electrogram shows an atrial arrythmia in progress with significant undersensing of atrial fibrillation. The atrial sensitivity is currently programmed to a fixed output. Other lead measurements are stable. This lead remains implanted and in service. No adverse patient effects were reported.